Manufacturer narrative:
The customer's meter was received for investigation where it was tested using retention stips and controls. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 44, 44, 44 (mg/dl); level 2 ¿ 307, 309, 299 (mg/dl). All of the results are within the acceptable range. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The test strips are no longer available for return. The meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial report received a questionable glucose result for one patient tested with an accu-chek inform ii meter with serial number (B)(4). The reporter stated that the test was repeated because the result from the meter was higher than expected. The repeat test was performed using another accu-chek inform ii meter. The initial result from the meter at 8:04 am was 274 mg/dl. The repeat result from the other meter at 8:09 am was 94 mg/dl.